Manufacturer narrative:
An investigation has been conducted and a summary of findings is provided below: a review of the batch documentation, which includes device history records and inspection reports, showed no non-conformance in the visual and functional inspection of the affected first PICC catheter during the manufacturing. From this batch records review we confirmed that all the operations, materials and testing were properly performed on the device and the test results showed no failures or indication of potential problem related to the reported failure of the first PICC assembly. Visual examination was conducted on the used device observed that the single lumen silicon catheter tube was separated (at approximately 2mm from the nose-tip) upon receipt. The edges of the separated tubing ends were oval-slanted, clean, smooth surfaces indicating that the broken catheter was unlikely cause by material defects or being stretched until snapped off. The defect could due to mishandling of product during application. Based on the above analysis, the defect could have occurred outside the manufacturing plant and during product application. Damaged tubing can be detected during the visual inspection and functional test during the manufacturing processes. On the profile of the broken edges on both tubing ends of the complaint sample, it can also be concluded that the defect is not likely due to material issue and is more likely due to product handling during product application. No corrective action is triggered for the reported issue as the defect is likely attributed outside the manufacturing plant.

Event description:
Breakage of the catheter a few hours after put in place. Breakage under the tegaderm dressing.